Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The microcatheter was returned with the separated tip and the concomitant rota wire. The tip was torn apart at the distal segment. Necking was observed on the proximal segment of the tip. Circular scratches likely made by contacting relatively hard object and circumferential cracks caused by tensile stress were observed on the tip surface. Stretched inner polymer jacket and the distal end of the braid tube were exposed from the tip breakage end. The returned rota wire was bent in the distal segment but not separated as the ball tip was attached on its very distal end. The separated tip of the microcatheter was located at approximately 30mm from the ball tip. The separated tip was microscopically observed. Circumferential cracks were found on both sides of the separated tip. The distal segment of the separated tip was deformed as it got stretched. These finding indicated that tensile stress most likely had attributed to tip separation. The above findings suggested the tip was torn at approximately 2mm from the tip end where was the junction of the polymer-only-segment and polymer-and-braid tube segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal exceeded the product's design limit was applied on the catheter tip was it was being trapped in the severely calcified lesion likely due to bias caused by change of stiffness of the concomitant guide wire into less stiffer rota wire. Deformation of the tip caused by tensile stress might lead the rota wire be stalled in the microcatheter. Further applies tensile stress then made the tip to be torn and separated from the body. It was concluded that this event was not attribute to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a severely calcified lesion in the coronary artery. To perform rotablation, the microcatheter was used for wire exchange to a rota wire. Upon removal of the microcatheter, the rota wire and the catheter tip became trapped in the lesion and the separated tip remained on the rota wire. A snare was used to retrieve the separated tip together with the rota wire. The pci was resumed and the blood flow was successfully reestablished. The physician commented that the tip separation was attributed to trapping of the tip in the extremely sever calcification. The patient was discharged without problem after the pci.